Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was scheduled for an upgrade and an infection was revealed at the upgrade procedure. The system was explanted. No additional adverse patient effects were reported.